Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was no exposure. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue.

Event description:
It has been reported to philips that the system would not expose. There was no reported patient or user harm. Philips has started an investigation of this complaint.